Event description:
The customer contact reported that the device touchscreen was not working. The device was returned to the biomedical department with a report of touchscreen not working. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events, no need for medical intervention and no delays in critical therapy while the device wsa in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the right side of the touchscreen did not respond. During testing a review of the device history indicated touchscreen fail errors occurred. This was due to the touchscreen out of calibration and corrosion on the touchscreen. The probable cause of the customers reported touchscreen not responding was the touchscreen out of calibration and corrosion on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.